Manufacturer narrative:
The insulin pump received with a47 alarm in the history file due to corrupted history file. The insulin pump was monitored and had no shock anomaly noted. No moisture damage or burn on electronics and motor noted. No a17 alarm or a21 alarm noted. Pump passed the self test and a21 error test. However, the insulin pump received with minor scratched display window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the device gives her a shock on occasion. The customer reports receiving external ram crc error, unexpected restart alarm, and (B)(4) software anomaly alarms. The customer's blood glucose level at the time of incident was 85mg/dl. Troubleshoot was conducted. The customer was advised that due to the reoccurring alarms on the same day, the device would be replaced and returned for analysis.